Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported hazard alarm, or determine if it contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: lockdown omnipod 5 software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported presenting to the emergency room (ER) on (B)(6) 2026, due to continually rising blood glucose levels and symptoms including headache. The patient further noted that three pods worn that day presented hazard alarms, which contributed to the elevated blood glucose levels and the need for medical attention. He was evaluated at the ER for several hours and was diagnosed with high blood glucose. Treatment provided included intravenous sodium chloride and 10 units of insulin. The patient was not admitted and returned home the same day.